Manufacturer narrative:
The reported event that osteosynthesis compression staple easyclip 12x15x13mm was alleged of 'contamination of the device' could be confirmed. Based on investigation, the root cause was attributed to be user related. The failure was caused by mismanagement of the temperature during storage period. The device inspection revealed that the inner package, prosthesis stickers and product IFU present mold. This can occur when the device box stays with water: it creates mold on papers inside the box. This can happen if the device was frozen, then put back to normal shelf. This can also happen when a power cut switch off the storage freezer. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If any further information is provided, the investigation report will be updated.

Event description:
Easy clip implant opened in theatre at (B)(6). It was reported that mold was present on the inside of implant packaging, on prosthesis sticker and product information brochure. Implant was opened by theatre scout nurse and handed to scrub nurse. She noticed packaging at this point and asked the scrub nurse to de glove and hand off the implant as the implant was not touched by any instruments at this point. Explained to surgeon and nursing staff that I had noticed mold on inner packaging of implant and therefore could not guarantee sterility. Opened another implant with the same item number, but different lot number. Notified surgeon that I would be reporting this incident within stryker internally.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
Easy clip implant opened in theatre at (B)(6) hospital. It was reported that mold was present on the inside of implant packaging, on prosthesis sticker and product information brochure. Implant was opened by theatre scout nurse and handed to scrub nurse. She noticed packaging at this point and asked the scrub nurse to de glove and hand off the implant as the implant was not touched by any instruments at this point. Explained to surgeon and nursing staff that I had noticed mold on inner packaging of implant and therefore could not guarantee sterility. Opened another implant with the same item number, but different lot number. Notified surgeon that I would be reporting this incident within stryker internally.